Manufacturer narrative:
Continuation of medical devices: product ID 3057, product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by the patient that their nurse found a wire with some bandage and tape in their bed. The patient also stated they were in pain throughout the night. On (B)(6) 2018, the patient reported they were waiting for their health care physician (hcp) to contact them regarding the dislodged wire. There were no further complications reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the actions/interventions taken to resolved the dislodged wire were that the wire was pulled by the physician. There were no further complications reported/anticipated.